Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow directed microcatheter had a hole in the distal tip. The physician stated that they were aware of this because they observed contrast coming out of the side of the distal tip. The product was replaced with another device to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of arteriovenous malformation (avm) in the middle cerebral artery (mca). The vasculature was normal in tortuosity. Ancillary devices: onyx liquid embolic.